Event description:
The user facility reported that during multiple patient procedures, purple foam pieces were noticed on instruments after using electro lube. There were reports of procedure delays as user facility personnel had to retrieve the pieces from the patients. No report of injuries.

Manufacturer narrative:
Electro lube is an anti-stick phospholipid solution used on instruments to help reduce sticking during electrosurgical procedures. Electro lube is supplied with a purple sponge intended for application of the product prior to a procedure. The sponges subject of the reported events were discarded by the user facility and will be not returned to steris for evaluation. Without the return of the sponges, the cause of the reported events cannot be determined. A review of distribution records confirmed shipment of three electro lube lots to this user facility. The device history record for each of these three lots was reviewed and confirmed they were manufactured to specifications; no abnormalities were noted. A 3-year review of complaints confirms this to be isolated issue to the user facility subject of the reported event. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.